Event description:
According to the reporter, the device is continuously beeping and the service indicator illuminates. There was no patient associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and observed that it failed the power-up self test and would not power up properly. Physio replaced the power supply module and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.